Event description:
Reportable based on device analysis completed on 22dec2023. It was reported that a catheter issue occurred. The 95% stenosed, 12 x 2.50 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was fractured and could not show a clear image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window detached near the lap joint, and the drive cable was coiled and kinked. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the distal end of the catheter 20-30 cm from the distal housing.